Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch and that the cartridge was leaking from an unspecified location. Customer loaded a new cartridge to address the issue; however ultimately reverted to manual injections for insulin therapy. The customer's blood glucose (bg) level was approximately 400 mg/dl to over 599 mg/dl. Cause for high bg was unknown. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.